Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The complaint investigation is unconfirmed for inflation issues as the balloon inflated without issues. The complaint investigation is also unconfirmed for material twisting as no material disturbance was noted on the balloon. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. The conquest pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon was twisted on the catheter shaft. Reportedly, the balloon appeared normal to the naked eye and was inserted through a 7fr sheath without difficulty. Upon inflation, a small portion of the proximal end and distal end of the balloon slightly inflated; however, the middle of the balloon did not inflate at all. The balloon deflated without difficulty and after retraction, visual examination found that the entire balloon appeared to be twisted onto the shaft. Another balloon was used to complete the procedure. There was no patient injury.